Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, during the hysteroscopy, a piece of the loop (re-usable resection loop, no article number available) broke off and remained inside the patient. Current patient condition: need to retrieve and locate the broken piece. No death or (unanticipated) serious deterioration in state of health reported.